Event description:
The 3m received information that a medical assistant had an anaphylactic reaction after removing a patient's scotchcast plus cast. It was reported that the medical assistant developed a rash on her forearms and that her face became "itchy". After rubbing her face, the patient observed a rash on her face and swelling around her eyes. The medical assistant also reported having to keep clearing her throat; on the way to the emergency room she was "panting like a dog". Upon examination, she was diagnosed with an anaphylactic reaction and treated with solu-medrol (methylprednisolone sodium succinate), epinephrine, a medrol (oral methylprednisolone) dose pack, hydroxyzine, hydralazine and oral benadryl. Additional information indicated that the medical assistant had removed many casts in the past without a reaction. She had a lot of dust on her arms and the medical facility does not have a vacuum on the cast cutter. A 3m technical service specialist was consulted. The specialist did not know what may have caused the reaction but suggested a food reaction. No other adverse patient effects were reported. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A product lot number was not provided. Device expiration date cannot be determined. Product was not returned. No evaluation could be performed.